Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 600 mg/dl. Prior to being admitted to the hospital, the customer was arrested. The customer felt that his blood glucose levels were high because the insulin pump stopped working. The customer stated that he gets in a manic state when his blood glucose levels are above 200 mg/dl. At the time of his arrest, his blood glucose levels were over 600 mg/dl. No troubleshooting was conducted. The customer called to get reimbursed for his court costs. The customer stated that he knows where the ceo lives, and threatened to go to his house with cameras and have a diabetic reaction in front of this house. Advised the customer of the reimbursement process. Nothing further was reported.